Event description:
The manufacturer received information on a dreamstation device alleging the device was running hot and burning smell. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Device was returned to the manufacture's third party's service center the device was not evaluated. The device has been scrapped.